Event description:
The following information was provided: right total knee. The revision was performed due to mal-rotation of the tibial component. The tibia was revised to get the rotation corrected. No further information available from the doctor or hospital.